Manufacturer narrative:
Correction: patient information was unavailable from the site. Additional information: a patient was present and under anesthesia for about 30 minutes, the procedure was rescheduled due to the reported issue, with no impact reported on the patient.

Manufacturer narrative:
The gantry motion controller was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative found that one of the door slides was misaligned. Following adjustment of the slide, the reported issue was not resolved. Preliminary log analysis and troubleshooting found that the gantry motion controller was malfunctioning. The gantry motion controller was then replaced and the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The suspect gantry motion controller has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door on the imaging system would not open. The representative reported that restarting the imaging system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.